Event description:
It was reported that during a scheduled vvir pacemaker change out procedure, the physician made the decision to add a bipolar right atrial (ra) pace/sense lead, so that the patient could have ddd pacing. The patient's right ventricular (rv) pace/sense lead was unipolar with an older 5mm connector. The replacement pacemaker was selected to fit the old, 5mm, unipolar lead without an adapter and was implanted. It was then that the physician realized the patient would not be able to have bipolar sensing in the ra. The physician removed the pacemaker and replaced it with device that would provide bipolar pacing and sensing in the ra and used a downsizing adaptor on the rv lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.